Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, eccentric, obtuse marginal branch that was 90% stenosed. A 2.25 x 18 mm rx xience sierra stent delivery system (sds) failed to cross due to the anatomy. During removal, there was resistance met with the unspecified guideliner and the unspecified guiding catheter. The sds was able to be simply withdrawn. Outside of the anatomy, it was then noted that the proximal end of the stent had flared struts. The sds was replaced with a non-abbott sds to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.